Event description:
Related manufacturer report number: 2916596-2021-06597. It was reported that during pump preparation there was difficulty unlocking the modular cable. Multiple attempts were made by multiple personnel. The surgeon decided to switch out the pump and the new pump was pulled and primed from the case with no issues. The original pump was removed completely from service.

Manufacturer narrative:
Patient weight was been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the inline connector was confirmed based on the evaluation of heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6); however, a specific cause for this finding could not be conclusively determined through this evaluation. (B)(6) was returned in like-new condition with the modular cable connected to the pump cable. Examination of the pump cable inline connector revealed scrape marks consistent with the use of a tool. Visual inspection found that one of the two screw ring detents was bulging up and neither detent appeared to be seated within one of the anti-rotation grooves. The modular cable could not be disconnected from the pump cable by hand, so two sets of pliers were used to disconnect. Visual examination of the pump cable inline connector after disconnection revealed no additional abnormalities. Inspection of the pump cable under a microscope found no evidence of the pin sockets being misaligned or damaged. The half-moon alignment feature showed no evidence of damage or misalignment. The inline connector threads did not appear to be damaged. No foreign material was observed within the threads. Following visual inspection, the pump cable was re-inserted into the modular cable without difficulty. The screw ring was then hand-tightened until fully threaded and the yellow line was completely covered. Rotation felt normal with the expected ratcheting sensation. In the fully-tightened position, neither of the screw ring detents were bulging as observed upon receipt. Both detents were properly seated within the anti-rotation grooves. There was no subsequent difficulty with unthreading the screw ring. The inline connection was repeated two additional times and appeared to function as intended. Based on the returned state of the inline connector, it appears that the screw ring may have become cross-threaded or otherwise misaligned in a fashion that increased the force necessary to rotate the screw ring. The cause of the misalignment could not be determined. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-06597 it was reported that during pump preparation there was difficulty unlocking the modular cable. Multiple attempts were made by multiple personnel. The surgeon decided to switch out the pump and the new pump was pulled and primed from the case with no issues. The original pump was removed completely from service.